Event description:
The user facility representative reported to baxter that the device did not recognize that the door was unlocked and failed to alarm. This was found during bio-med testing, with no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been returned to baxter for evaluation, however, evaluation is not yet complete. As soon as we are in receipt of additional information, a follow up report will be submitted.